Event description:
Increasing bp, sob and severe headaches- product recalled philips has not started replacement/repair program- refuses to state when a new device will be supplied. I have been without philips bipap machine for over two weeks- increased bp, severe headaches, shortness of breath. FDA safety report ID # (B)(4).